Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, smoke was coming from incorrect places on the permanent cautery hook instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer did not observe any arcing energy during the case and no patient harm. The instrument tip did not collide with anything and had no thermal damage.